Event description:
Reportable based on device analysis completed on 14-mar-2024. It was reported that difficulty crossing occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The lesion was engaged with a 6f guide catheter, crossed with the wire and pre-dilated with a 2.0 x 10 semi-compliant balloon catheter. Following pre-dilatation, a 16 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed, and the procedure was completed with a non-boston scientific corporation device. There were no patient complications reported and the patient was stable post-procedure. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 16 x 2.50mm stent delivery system was returned for device analysis. A visual, tactile and microscopic examination of the hypotube shaft identified multiple kinks and a break at 20.5cm distal to the distal end of the strain relief. Visual and tactile inspection of the shaft polymer extrusion profile revealed no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent positioning examination revealed no signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.